Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es experienced a problem in which the screen became unresponsive and froze in the middle of the transaction process. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was reported that the station screen had frozen and not responding. A technical support specialist called the customer and was transferred to hospital information technology (hit) and hit confirmed that the station was functioning properly. The system functioned as intended after the technical support specialist investigated the device.